Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up, down and ok keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: the pump powered on to a blank display. There was no damage found to the keypad cover. Keypad cover was opened; no contamination was found under the contacts. The pump was opened; moisture damage was found on the display flex and keypad flex connector the reported keypad failure was unable to be investigated due to the blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.